Event description:
Patient was undergoing implantation of a biventricular ICD with new quadripolar lv lead and pulse generator. The physician was working on a tight coronary sinus ostium lesion. The area was attempted to be navigated with angioplasty wire and the existing left ventricular lead as a guide. A whisper eds with hydrophilic coating was initially utilized. It was noted that the tip of the wire had disconnected and become lodged at the level of the stenosis into the coronary sinus wall. There was no evidence of hemodynamic instability or wall dissection with repeat angiogram. The tip was left in place. The physician feels that the condition of the coronary sinus contributed.